Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had had a device change out on (B)(6) 2017, immediately post-op in the recovery room, it was noted that there was non sustained over-sensing episodes. The physician decided to change the sensing to 1 mv and monitor the patient overnight. The patient was seen in clinic on (B)(6) 2017, there were no further episodes. After the file was reviewed by technical service myopotential noise on the implantable cardioverter defibrillator was noted and was also noted when the patient took deep breathes. The device was reprogrammed, there was no noise observed. The patient was stable before during and after the programming changes. The patient was discharged and would be seen at routine interval.